Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "device jammed upon insertion and caused part of the stent to be sheared off" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: sample receipt: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector in the start position. The needle cover, retention plug, and cam lock were each detached and not returned. The needle guide was observed to be severely bent and the needle tip was observed to be bent. No additional damage/ atypical observation was observed. The complainant did not report that the needle guide and needle tip were bent. It is unknown how the needle guide and needle tip became bent, but the needle guide is so severely bent that the needle cover would not have been able be put on the needle guide properly. The condition of the needle guide and needle tip is likely due to the complainant reattaching the needle cover. No further evaluation is required. Conclusion: the category/ subcategory of injector - slider resistance is unable to verify since a functionality test cannot be performed due to the condition of the needle guide and the needle tip. The category/ subcategory of material integrity ¿ intraoperative breakage is unable to verify since the injector could not be actuated due to the condition of the needle guide and needle tip; therefore, it could not be determined if the stent was returned for evaluation.

Event description:
Healthcare professional reported a xen®45 gts "device jammed upon insertion and caused part of the stent to be sheared off" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a3b, a4, a5, a6.

Event description:
Healthcare professional reported a xen®45 gts "device jammed upon insertion and caused part of the stent to be sheared off" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.